Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. Functional testing could not be performed, due to lcd physical damage.

Event description:
The customer's parent called and reported the customer fell on his bicycle and the screen of the insulin pump was smashed. Customer's blood glucose was 93 mg/dl. It was stated the liquid crystal display screen was shattered and there was a blob on the screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.